Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "inaudible alarm volume" was confirmed as the alarm volume was low when the device was turned all the way up on high. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was found to be the speaker dislodged. The rear case required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had inaudible alarm volume. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.